Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. During the original implant procedure, the proximal seal zone was ballooned and a palmaz stent was placed to resolve a perioperative type ia endoleak. After placement of the stent, the endoleak persisted; the physician decided to leave the endoleak, k and monitor the pt at the 1 month follow-up. The pt returned for the 1 month follow-up on (B)(6) 2013 exhibiting a persisting type ia endoleak. The pt will return for a re-intervention on an unk date in the future.